Manufacturer narrative:
Additional manufacturer narrative: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis, regurgitation and pvl in this case were most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 3300tfx pericardial valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of seven (7) years, two (2) months due to severe stenosis, moderate regurgitation, moderate paravalvular leak (pvl) and acute on chronic combined systolic and diastolic chf with class iii. The tmvr was performed successfully with a 29mm 9600tfx transcatheter valve without complications. The patient tolerated the procedure well and was discharged on pod#1.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Updated h6 type of investigation by adding code-3331. Updated d4 expiration date. Updated d4 unique identifier (UDI) number. Updated h4 device manufacturer date. H11: corrected data: corrected: h6 investigation conclusions by replacing code-4315 with code-50.

Manufacturer narrative:
H11: corrected data: corrected h6 component codes by replacing code-527 with code-439.